Event description:
The reporter says they ordered product by mistake meaning they had a recent incident with a previous order. The switch blade ark caused a burn on the patient's bowel. They will not order again until they redesign the company's tips/per sales rep.